Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2022-03122 and 6000034-2023-00253. This report is submitted on july 10, 2024.

Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 24, 2024.